Manufacturer narrative:
D4 - primary UDI number: corrected as the manufacturing date is unknown. D7a, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving cadd pump reported that the pump had lifting downstream occlusion (dso) seal occurred during testing. The dso seal lifting could result in a pump malfunction or fluid ingression into the pump. There was no patient involvement and no harm/adverse event reported.